Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The pacemaker system was explanted due to sepsis ((B)(6)). An echocardiogram identified vegetation on the leads. Subsequently, boston scientific received information that this family member contacted boston scientific's ts to report that this patient had died on (B)(6) 2017.